Event description:
It was reported to vyaire medical that the bellvista1000 had alarms 309 - nurse call failed, 301 - watchdog failure, firmware running upon unit start up and not getting ventilation.the issue happened upon unit start up. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire advised customer that the unit mainboard needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. Exact root cause is not determined. It seems that there is a defect on the main electronics causing the failure. No further analysis planned, as so far failure rate is very low. Vyaire medical initiated mainboard replacement.